Event description:
Patient seeking legal action.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2014 - medical records were obtained. Medical records indicate patient was revised due to pain, metal on metal toxicity, heterotopic ossification, elevated metal ion levels, fluid collection, scar tissue, and cysts. The information received does not change the MDR decision. The complaint was updated on: 01/13/2014.